Event description:
It was reported that the patient experienced an occlusion while using the ilet system with an infusion set (contact detach), evidenced by a blood glucose value in the 400s, and the issue resolved after a full supply change including infusion set cd23"6mm (lot #6013699), connector (lot #861631727), and cartridge (lot #34190). Symptoms included hyperglycemia. Outcomes included restoration of insulin delivery after troubleshooting and component replacement, with no hospitalization. Investigation included remote troubleshooting and education on performing a supply change. Investigation of this case revealed an infusion set occlusion consistent with an insulin delivery blockage localized to disposable components, resolved by replacing the infusion set, connector, and cartridge. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set occlusion attributable to user-replaceable disposable components.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.